Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was found to have a fractured/dislocated shoulder upon physician review approximately 2 days post-implant. The physician believed the injury occurred as a result of the induction and/or shock delivery process at implant. The patient was noted to have several comorbidities which may have also contributed to the issue including obesity, osteoporosis and multiple sclerosis. The fracture was reduced but the physician noted additional surgery would likely be required. No additional adverse patient effects were reported. This system remains in service.